Manufacturer narrative:
The closurefast catheter was returned within a clear bag. No ancillary devices, cine, images or procedure notes were returned for evaluation. Visual inspection of the catheter reveal damaged to the coil/heating element. The fep on the coil was deformed and had a red dried material embedded the fep. The red dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. The coil was observed to be exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a closurefast ablation device along with rfg3 during procedure to treat one segment in the great saphenous vein (gsv). IFU was followed. Proper temperature was reached. It was reported that procedure was completed and vein closed but when catheter was pulled out it looked like device had melted on the heating element. There was no part of the coil exposed it was noticed when catheter was withdrawn. There was no burn or vessel damage. There is no patient injury reported.